Event description:
After the physician inserted the balloon in the patient, and before he began inflation, a tear in the balloon was noticed under fluoroscopy. The patient is a male with calcified vessels. The target lesion is unknown. The physician made access at the femoral artery (side unknown). The product was properly inspected and prepped, prior to use and no anomalies were seen. When the tear was seen, the balloon was removed from the patient and another balloon was used to successfully complete the procedure. There was no reported injury to the patient.

Manufacturer narrative:
The product is available for evaluation and testing, however, it has not been received to date (which is indicated as "other" under section h3 code). Additional information will be submitted within 30 days of receipt.